Event description:
The event involved a customer allegation of a device that did not hold charge. A review of the entire device log during investigation showed n56 (replace battery) alarms. The device passed inspection, but gave ¿replace battery¿ alert upon power up and the battery icon was empty during self-test. The device was powered up again on ac power and ¿change battery¿ soft key was pressed, and the device passed self-test and all pvt tests on dc power. The complaint was confirmed and the probable cause for the complaint and n56 is a defective battery due to s/w defect which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.